Event description:
No additional information received from customer.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. The device was returned for evaluation and the customer's allegation was not confirmed. A definitive root cause could not be identified. Olympus will continue to monitor the performance of this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported, the flex video scope had a clamping machine with bad top. The issue occurred during preparation for use. There were no reports of patient harm.